Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
The reporter contacted animas on (B)(6) 2017 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 664 mg/dl with large ketones, abdominal pain, nausea, vomiting and feeling tired. The patient presented to the hospital for treatment and was diagnosed with diabetic ketoacidosis. The patient was reportedly treated with insulin via injection, intravenous fluids and a change of the infusion set and site. The patient reportedly discontinued insulin pump therapy on (B)(6) 2017 and attempted to resume therapy on (B)(6) 2017, but their blood glucose did go down on insulin pump therapy. The reporter stated there was no issue with the infusion set the patient had placed and no issue with the insulin cartridge in the pump. On troubleshooting, the pump records showed that the patient had suspended the pump, but there was no record of delivery being resumed after the suspension. The pump history revealed that the patient went for eight hours without basal delivery on (B)(6) 2017. It was noted that the vassal delivery totals in the total daily doses do not match the active basal program. This complaint is being reported because the patient reportedly experienced serious injury and hospitalization while on insulin pump therapy due to an alleged history/settings issue.